Event description:
The reporter stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in the pt's left eye on (B)(6) 2011. The lens was explanted on (B)(6) 2011, due to low vault. The lens was exchanged for a longer lens.

Manufacturer narrative:
(B)(4).